Manufacturer narrative:
Medwatch report number: mw5147486.

Event description:
It was reported a patient's atrial lead presented with under sensing during atrial fibrillation (af) and atrial tachyarrhythmia (at) events on stored electrograms (egms). No changes were reported. The patient status was unknown.